Event description:
Customer reported that they recently received a batch of alcohol swab sticks and have had a string of port infections less than 2 weeks apart all with the same odd bacteria. The physician thought it may possibly be tied to the alcohol swabs. Both patients that acquired port infections had polymicrobial infections including acinetobacter which is very rare to have and the fact it was found in both patients in a short timeframe made them question why. They were both hospitalized and both needed their ports removed with follow up antibiotics for 2 weeks following. It has not been confirmed that the swab sticks caused the infections. Cypress has obtained the certificate of sterility on the impacted lot number confirming sterility. This lot is no longer in our inventory. The lot is 6 months old and there have been no other complaints on this lot.